Manufacturer narrative:
The investigation was updated; the customer¿s complaint was confirmed: the device emitted a strong burning odor and failed to power on using either ac or battery power. Testing verified that the device would not power on in ac or dc modes. Inspection revealed that the pwa driver board, driver cable, and main power supply were burnt. Contamination was also identified on both sides of the fluid shield, the midsection of the pressure detector, and the front/bottom of the app pwa. This contamination was not located near the driver board or the failed transistor on the main power supply and is therefore unlikely to have contributed to the smoking or burning event. The burning smell and visible smoke were most likely caused by a damaged transistor on the main power supply pwa (r19 / r20). When this component fails, it does not produce sparks, flashes, or flames; instead, it overheats and burns, which can generate smoke and a strong odor. Failure of this component would not cause other areas of the device to emit sparks or fire. Once the transistor fails, the device becomes nonfunctional and unable to power on¿consistent with the condition in which the device was received. The following components were replaced: pwa driver board. Driver cable. Main power supply. Central cpu. Battery. After replacement, the device powered on successfully in both ac and dc modes and operated as designed. Review of the device¿s alarm log history showed error code e445 which is for invalid clock time and not related to the burnt components. The mechanism was calibrated, and the battery change softkey was pressed to clear the condition. Pvt was successfully completed.

Manufacturer narrative:
Investigation summary: confirmed customer¿s complaint of device was a smoking from the unit and a strong smell of burning, and it would not power on-no ac power and would not turn on by battery. Tested device by powering on in ac/dc power modes. Device failed to power on. Inspection of device found pwa driver board, driver cable, main power supply, to be burnt. Replaced pwa driver board, driver cable, main power supply, central cpu, battery. Device now powers on in both ac/dc power modes and functions as designed. Review of device alarm log history found error code e445 present. A review of 12 month service history found no similar events. Mechanism was calibrated, battery change softkey was pressed. Probable cause is damaged pwa driver board, driver cable, main power supply, central cpu, battery. During inspection of device found app board, pressure detector sensor, fluid shield, to be contaminated. Replaced app board, pressure detector sensor, fluid shield. Damage is consistent with normal wear and tear.

Event description:
Event occurred regarding a plum 360 wihere it was reported that there was a smoking from the unit and a strong smell of burning. They did a preliminary investigation and looked to see if there is any visible burning on the board, went to turn it on and it would not power on ac power and would not turn on by battery. Pump was making a very loud noise; nurse entered the room and removed immediately. It was hot to the touch. No indication of smoke of the inside of the unit. The event occurred during infusion.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.